Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device's screen intermittently turned yellow and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.